Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, such as an impact, occurred to the device, which caused abnormality of the electrical components. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU": "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or duplicate the customer¿s reported scope error. The following defects were observed by service during the device evaluation: the objective lens was scratched. The instrument channel port was scratched and worn. The switches were scratched and worn. The control body boot protector was damaged. The insertion tube was pinched and deformed. The light guide bundle and light guide lens were damaged. A whiteout image was displayed, but the image was able to be restored. The suction port was scratched and worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that when preparing the subject device for use, an e315 error code (scope error) was displayed. The intended diagnostic enteroscopy procedure was completed using another similar device. There was no procedure delay. There was no patient/user impact or injury reported due to the event.